Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it showed that the allegation dislodgement was not confirmed. Moreover, it was noted during visual inspection that the lead tip and helix appeared normal.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. Hence, the physician opted to explant the lead. No additional adverse patient effects were reported.